Event description:
It was reported that cartridge alarm occurred on pump during insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup therapy available and planned to contact healthcare provider, and technical support arranged replacement pump.